Event description:
A customer observed positively biased glucose results on multiple pt samles tested on the vitros 950 system. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.